Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. This was further described as the customer ¿observed no flow and the pump filled with sf 96ml was placed and infused virtually nothing in the 5 days". The issue was identified before use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 22, 2019 to january 23, 2019. The actual device was received for evaluation containing 61ml of fluid in the bladder. Visual inspection via the naked eye showed no evidence of fluid coming out at the distal end of the flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Inspection on the flow restrictor housing revealed the cause of the flow problem was due to a series of air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause of air bubbles may likely be related to improper filling technique during product use (filling step). The product labeling (IFU, instructions for use) details the proper filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.